Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient's representative reported that the device has not functioned properly from the start, which was why it was turned off. They also stated that the device was not "put" in correctly. Caller sated that the patient was scheduled for an MRI and was instructed to turn on the device and place it in MRI mode. Agent walked the caller through connecting to the app; caller was able to successfully connect and activate MRI mode. Caller commented that they had attempted this process multiple times without success. Agent reviewed the correct steps for connecting the communicator to the stimulator.